Event description:
It was reported that the patient underwent a gynecological procedure and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior colporrhaphy, repair of bladder laceration, and cystoscopy. It was reported that the patient underwent mesh excision and revision on (B)(4) by (B)(4) at (B)(4). In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06511. The same patient is represented in each medwatch.